Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the needle through eus endoscopy to desired position, then user adjusted needle length and complete first biopsy, user then retracted the needle from endosocpy while found out the distal end kink which prevent the stylet to pass through. User then changed to another same device to complete the procedure. Proximal kink observed below the sheath extender is observed after first puncture. Proximal break observed after the procedure. Pr (B)(4) / MDR ref#3001845648-2023-00566 ¿needle distal end kink. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: the echo-19 device of lot c2009849 was returned open with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to (B)(4) distal needle kink. The device related to this occurrence underwent a laboratory evaluation on 03 august 2023 and re-evaluation on 30 november 2023. On evaluation of the device the following observations were made: - proximal kink observed below the sheath extender - stylet examined and no issue observed - needle removed from the device and proximal break observed - distal end of needle unable to be examined. - sheath extender able to advance and retract with no issue - needle handle unable to advance or retract - stylet removed from the device with difficulty - stylet unable to be re-inserted into the device past the kink below the sheath extender. Clarification was requested from customer as below: question: could you please ask if the above kink and break were observed prior to the device getting shipped back to cirl? If they were observed, was it noted before or after the procedure? Answer: proximal kink observed below the sheath extender is observed after first puncture. Proximal break observed after the procedure. Lab re-evaluation was done on 30 november 2023 and the below was observed: sheath is observed to be broken distally approx 5cm from the distal end of the sheath (ipe of ruler (ipe0402)), this issue was investigated and captured under (B)(4). Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2009849 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c2009849. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force applied on detachment from the scope after the first puncture. It is also stated in the additional information that the user had difficulties in accessing/ puncturing the target site as well as penetration of the target site was difficult. All of these factors could have potentially caused the proximal kink below the sheath extender which in turn led to the cascading effect of the needle breaking proximal after the procedure. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05 sep 2024.